Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had pump error. The blood glucose level was unknown. The customer reported that the issue occurred again. The troubleshooting was not performed. The insulin will not be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that act and up keys were not sensitive. The insulin will be returned for analysis.